Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The initial result from the meter was 1.5 inr. She reset the meter due to the time being incorrect and retested within one hour with a result of 2.3 inr. There was no allegation of an adverse event. The therapeutic range was 2.3 -2.5 inr. The customer has not had any bleeding or bruising, no changes in medication, no concerns with hematocrit levels, no lupus or antiphospholipid antibodies, no other blood thinners or direct thrombin inhibitors. The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 1.2 inr, qc 2: 1.2 inr , qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.0 - 1.4 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory.